Event description:
It was initially reported that the patient never experienced a therapeutic effect. X-ray imaging was performed and it didn't show any problem with catheter placement. Volume discrepancy was also checked at the first refill and it was accurate. Patient was at home at the time. It was later reported on (B)(6) 2011, that the catheter was dislodged and was confirmed by a CT scan as being epidural. Drug delivered via the device was morphine. Patient was given a single bolus of 1mg and did not respond. She was then given a 2mg single bolus and did respond. Her flex dosing was increased. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8596sc, (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the patient did not have concerns with their device or therapy.

Event description:
Additional information: it was reported that the CT scan was performed on (B)(6), 2011 which showed the catheter placement was epidural. Results from a dye study performed on (B)(6), 2011 showed that the CT scan was incorrect and that the catheter was located intrathecally. The patient showed no symptoms and was not hospitalized. No intervention was required. The patient outcome was reported as no injury.